Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. Technical support assisted the customer by providing instructions to reset the pump, and after resetting, the malfunction did not recur.